Manufacturer narrative:
Two videos and one still image were provided by the user for review. They are not labeled as to time or date. The review of the material is as follows: image 1: subtracted ap right ica road map with contrast. There is a small right anterior temporal mca aneurysm. Video 1: four-second ap dsa subtracted angiogram with contrast. Although it is difficult to see, it appears that a fred stent has been positioned in the right m1, proximal to the aneurysm. The complaint report mentions that the stent did not cover the neck of the aneurysm. Video 2: one minute and 15-second video of subtracted right ica ap road map with contrast. A second fred is being deployed from distal to the anterior temporal aneurysm to the mid m1, effectively covering the neck of the aneurysm. The provided material confirms that the first stent was mispositioned and that a second stent was implanted to cover the neck of the aneurysm; however, it does not explain why the first stent was mispositioned. The investigation found the pusher distal coil returned stretched; however, the investigation could not determine if this damage would have caused or contributed to the reported displacement of the stent. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the stretched pusher coil, but this damage is consistent with the device experiencing forces exceeding the pusher's yield strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that a fred stent was chosen to treat a middle cerebral aneurysm. The stent was implanted in a ¿good position.¿ however, during post-procedure imaging, the physician found that the stent was displaced and could not cover the neck of the aneurysm. In order to complete the procedure, the physician selected an additional fred stent for release, and the procedure was successfully completed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer for evaluation. Imaging was also not provided for analysis. The event as described or alleged product issue could not be confirmed. If imaging is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a fred stent was chosen to treat a middle cerebral aneurysm. The stent was implanted in a ¿good position.¿ however, during post-procedure imaging, the physician found that the stent was displaced and could not cover the neck of the aneurysm. In order to complete the procedure, the physician selected an additional fred stent for release, and the procedure was successfully completed.

Manufacturer narrative:
Additional information was received via email along with an image and video from the procedure. An analysis of the media is currently ongoing in conjunction with the actual device analysis. Clarification was also provided that a new stent was used during the same procedure, the first stent was not removed; the new stent covered over the first stent.

Event description:
It was reported that a fred stent was chosen to treat a middle cerebral aneurysm. The stent was implanted in a ¿good position.¿ however, during post-procedure imaging, the physician found that the stent was displaced and could not cover the neck of the aneurysm. In order to complete the procedure, the physician selected an additional fred stent for release, and the procedure was successfully completed.